Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula broke off from the sensor and that the transmitter did not blink when connected to the sensor. The blood glucose reading was 4.3 mmol/l. It was also reported that another sensor from the same box caused blood at the site. Nothing further was reported.